Event description:
It was reported that when the device and reload cartridge were used during an open gastric bypass procedure, it locked out on the second firing. A new device was opened and the case was completed with no consequence to pt.